Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while applying the clips, there was an issue experienced with the loadi ng/firing of the clips. Clips misfired in the jaws causing the clip to malform. They used another device to complete the case. No patient injury.